Event description:
When implanted (B)(6) 2022, physician placed this lead in the lv port instead of the rv. There were no good readings. Lead was explanted and replace with a lead in the rv. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.